Event description:
The device was used during a laparoscopic appendectomy. The surgeon inserted a blunt tip trocar without consequence and insufflated. The surgeon tried to put a dilating tip trocar as the second puncture (location was supracubic) while he was observing the monitor. It was difficult to insert the trocar due to tenting of the peritoneum, so he applied more force to penetrate the peritoneum towards the douglas cavity. The trocar tip injured the iliac vessel and bleeding was observed (2500cc). The case was converted to open and the vessel repaired. The pt recovered and was released after 2 weeks.